Manufacturer narrative:
Concomitant products: 5071-53 x 2 lead. Implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients family member that they found the patient deceased on the floor when they arrived home. Cause of death was unknown and follow up attempts returned no results.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.